Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the cartridge was damaged. No reported adverse impact to the customer's blood glucose. The customer received replacement cartridges.